Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of high capture threshold could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and and the battery was within the normal longevity estimations. The device was tested on the bench and using automated test equipment and no anomalies were detected.

Event description:
It was reported the device was explanted and replaced due to high pacing threshold.